Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: investigation of the returned device showed that the red safety screw was loosened. The introducer and the red safety screw did function as intended. During manufacturing processes the device is inspected to ensure that the red safety screw has locked the system and thereby prevents premature deployment of the filter. Based on the above, the exact root cause is unknown. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the user inserted a igtcfs-65-jp-jug-tulip from the right jugular vein and made the filter free of the sheath as labeled. Then he attempted to turn the red hub for releasing the filter, but failed because it was very tight. As he tried to turn the red hub again with force, the luer lock adaptor separated and the filter became released. The filter was deployed right below the renal arteries and it was tilted, but no additional procedure was performed because it will be retrieved after the treatment. Patient outcome: the patient is doing fine after the procedure.